Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. In addition, the customer was reusing cartridges. Technical support notified the customer that reusing cartridges was considered off-label. Customer's blood glucose level was 269 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.